Event description:
During testing at the user facility, it was noted that the device door roller and door roller pin were broken. The device was returned to the biomedical department with an unsigned note that stated, "damage not function." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at ther user facility. During testing at the user facility, it was noted that the device door roller and door roller pin were broken. The device door could not be properly closed due to the broken door roller and door roller pin. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins is order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller and door roller pin was leaving the device door assembly in the open position exposing the device door roller and door roller pin to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.